Manufacturer narrative:
This record was found to be a duplicate of (B)(4); therefore, it will be closed as a nac-duplicate.

Manufacturer narrative:
A ge healthcares investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No repair information available. A: no report of patient involvement. E1: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. D4 unique identifier: (B)(4). Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718. H3 other text : device evaluation anticipated, but not yet begun.

Event description:
It was reported that there was a malfunction resulting in loss of mechanical ventilation. There was no patient involvement.